Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 10th june 2011. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ons of 10 minutes duration. The excess current drain and multiple manual power ons of 10 minutes duration recorded between 10th september 2017 and the 22nd july 2018 would indicate a failing membrane. The fault was witnessed during the investigation. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically. No patient involved.